Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(6) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp reported that this patient was seen in-clinic for a routine device check. Upon interrogation, the device displayed a voltage too low for projected remaining capacity message. The hcp informed ts that the date of the detected alert (from the device's printed report) occurred in (B)(6) 2013. The hcp was planning to discuss this further with the physician. Ts notified the local representative of the issue. Subsequently, boston scientific received additional information that this patient was presented back to the electrophysiology (ep) laboratory seven days later. The device was successfully explanted and replaced due to premature battery depletion. The local representative reported that the device would not be returned to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department.

Event description:
--